Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient returned to the or on (B)(6) 2023 post right ventricular assist device (rvad) removal for a chest washout due to rising central venous pressure (cvp). Plasma free hemoglobin improved to 30 on (B)(6) 2023 but continued to fluctuate through (B)(6) 2023. Lactate dehydrogenase (ldh) was noted to be slightly elevated on (B)(6) 2023. An angiovac of the patient's right ventricular thrombus was performed on (B)(6) 2023. On (B)(6) 2023 the patient had a persistent cough. A chest x-ray was stable. A chest computed tomography (CT) scan showed left lobe loculated fluid collection with concern for empyema. On (B)(6) 2023, the patient was deemed too high risk for washout procedure. A repeat chest CT would be performed in 2 weeks. The patient was started on amphotericin b in (B)(6) 2023 after no response to high dose micafungin for fungemia. Creatinine increased from baseline on (B)(6) 2023 related to amphotericin b, which was stopped on (B)(6) 2023. Creatinine continued to climb on (B)(6) 2023, resulting in a nephrology consult. The patient was oliguric and was given a high dose diuretic of lasix (furosemide) and diuril (chlorothiazide). The patient showed signs of improvement with intravenous diuresis on (B)(6) 2023. Vascular ultrasound on (B)(6) 2023 revealed non-occlusive thrombus in the right internal jugular vein and right subclavian vein. A nearly occlusive thrombus was noted in the left internal jugular vein. The plan of care was to continue the current anticoagulation and include warfarin. It was later reported that the arrhythmia was not sustained but resulted in clinical compromise. The patient reportedly had an implantable cardioverter-defibrillator (ICD) prior to lvad implant but did not have a history of arrhythmia. Renal dysfunction was determined to be related to shock and amphotericin c. No diagnostic testing was performed related to hemolysis and no treatment was performed. The source of the infection was determined to be fungemia.

Event description:
Additional information was received that on (B)(6) 2023 the patient¿s mentation was waxing and waning and would continue to be monitored. The bleeding resolved on (B)(6) 2023. The arrhythmia resolved on (B)(6) 2023. On (B)(6) 2023 the patient¿s blood cultures were negative for bacteria, but positive for yeast. Meropenem and vancomycin were stopped. Micafungin was continued for fungemia. On (B)(6) 2023 persistent fungemia was noted with concern for infected hardware. Lamb (liposomal amphotericin b) was added to the patient¿s micafungin. Blood cultures taken on (B)(6) 2023 were negative for yeast. Micafungin and lamb were continued. An echocardiogram (echo) performed on (B)(6) 2023 showed continued moderate to severe right ventricular function. The patient was undergoing a slow dobutamine wean. On (B)(6) 2023 micafungin was discontinued and lamb was continued. On (B)(6) 2023 the patient¿s creatinine was rising and lamb was discontinued. High dose micafungin and fluconazole were started and would continue through (B)(6) 2023. Cultures remained negative. On (B)(6) 2023 the patient¿s kidney function was improving. Their creatinine was 2.59. Nephrology signed off. An echo performed on (B)(6) 2023 showed no change. On (B)(6) 2023 the patient continued on dobutamine for right ventricular support. On (B)(6) 2023 the patient¿s dobutamine was weaned to 2 mcg/kg/hour. An echo performed on (B)(6) 2023 revealed a severely dilated right ventricle with severe systolic function. On (B)(6) 2023 the patient had rising creatinine likely secondary to contrast induced acute kidney injury (aki). On (B)(6) 2023 their creatinine reached greater than three times their baseline at 4.11. The patient was also hyperkalemic. Entresto (sacubitril/valsartan) was held and aggressive diuresis was started. On (B)(6) 2023 the patient¿s dobutamine was increased to 3 mcg/kg/hour due to renal dysfunction. On (B)(6) 2023 the patient¿s creatinine was down trending and the patient had good urine output. Entresto was to be held until creatinine was down to 1.2. Nephrology signed off. On (B)(6) 2023 the patient¿s dobutamine was weaned to 2 mcg/kg/hour. On (B)(6) 2023 the patient's dobutamine was stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. In addition, a specific cause for the reported infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists bleeding, cardiac arrhythmia, hemolysis, other neurological event (not stroke-related), infection, peripheral thromboembolism, and renal failure as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists thromboembolism as a potential late postimplant complication. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced intra and postoperative bleeding that required three units of packed red blood cells (prbcs) in the or and two units in the intensive care unit (ICU). During implant, the patient failed to wean off of bypass due to right ventricular dysfunction. A right ventricular assist device (rvad) was placed. Also during implant, the patient experienced ventricular tachycardia (vt). Intravenous (IV) amiodarone was started. After extubation on (B)(6) 2023, altered mental status was noted. A head computed tomography (CT) scan was obtained that was negative for abnormality. Delirium precautions were continued. Starting on (B)(6) 2023 the patient experienced elevated plasma free hemoglobin. Significant bleeding was noted after the patient's rvad removal on (B)(6) 2023 that required an emergent return to the or for chest reopening. Unstable ventricular fibrillation was noted during the chest reopening procedure. This resolved with cardioversion. On (B)(6) 2023 the patient developed leukocytosis and became febrile which required a cooling blanket overnight on (B)(6) 2023. Cultures were obtained and broad spectrum antibiotics were started including micafungin, vancomycin, and cefepime. The patient's pressor requirements were increased. A transthoracic echocardiogram (tte) performed on (B)(6) 2023 revealed a large mobile thrombus on the superior vena cava (svc) that was likely attached to the pacing lead as well as in the inferior vena cava. IV heparin was started. On (B)(6) 2023 cultures revealed yeast. Meropenem was started in addition to micafungin and vancomycin. On (B)(6) 2023 the patient was having left lower quadrant pain and a left lower quadrant mass noted. A computed tomography (CT) scan of the abdomen was conducted and revealed an asymmetrically enlarged left rectus muscle extending into the left lateral oblique. There was concern for a rectus sheath hematoma. The patient was in atrial fibrillation on (B)(6) 2023 with rapid ventricular rate. Amiodarone bolus was administered, and patient returned to sinus rhythm. Bronchoalveolar lavage revealed candida and micafungin was restarted. Infectious disease was consulted. On (B)(6) 2023 an angiovac procedure was performed, and a clot was removed from the right internal jugular vein. Coumadin (warfarin) was started. On (B)(6) 2023 repeat blood cultures remained positive for yeast. A central venous line and an arterial line were placed. On (B)(6) 2023 a right ventricular thrombus was noted on tee. On (B)(6) 2023 left groin hematoma was no longer noted. Related manufacturer's reference number: 3003306248-2023-05058 (rvad placed)